Manufacturer narrative:
Results: the benchmark was kinked and fractured approximately 2.0 cm from the hub. The benchmark was ovalized approximately 94.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed that the catheter was kinked and fractured underneath the strain relief. If the benchmark is forcefully manipulated at an extreme angle or otherwise mishandle during use, damage such as a kink and subsequently fracture may occur. Further evaluation of the returned benchmark revealed ovalization in the distal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the proximal end of a benchmark kinked and fractured; therefore, it was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.